Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of the device image and session records indicated device operated in high pacing output settings during implant period. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was explanted and replaced. No information regarding adverse patient consequences was reported.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. The patient was stable.